Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated troponin results on the architect i1000sr analyzer. The following data was provided: initial 0.236, repeated in duplicate < 0.010 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures. The issue was considered resolved through the replacement of the probe (list number 08c94-42). Return of the troponin-I patient sample is not required for investigation of the complaint issue. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.